Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: white residue on the auxiliary water channel and air/water channel. A definitive root cause could not be identified. Based on the results of the investigation, "no image "was not confirmed. Also, for the white residue on the auxiliary water channel and air/water channel, the most probable cause of the complaint was not established. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had no image. This issue occurred during inspection for use. There were no reports of patient involvement.